Event description:
On the event date, the pt reported that she received an e10 (cartridge error) while attempting to change her insulin cartridge. The pt was instructed to perform the "change cartridge" procedure and "piston rod returning" displayed on the screen of the infusion device and the piston rod was not moving. She stated that the motor was making a "funny" sound. After several minutes of attempting to retract the piston rod e10 was displayed. The pt stated that the infusion device has been dropped before, but it was not broken or cracked. She stated that she has observed condensation in the cartridge compartment before. She does not attach her infusion tubing and adapter to the insulin cartridge before insertion into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.